Event description:
The technician found during a between pt inspection that the foot left brake was not holding while in brake mode. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake casters were not locking properly due to normal wear and tear. The technician adjusted all brake casters to resolve the issue. Based on this info, no further action is required.